Event description:
It was reported that syringe 3ml ls emerald was wet inside the pacakage. The following information was provided by the initial reporter: when opening a box of 100 units they discover moist inside all the individual packaging's. The box has not been stored differently than normal procedure. They are uncertain if this affects the sterility of the product.

Manufacturer narrative:
H6: investigation summary a photo was received by bd for evaluation. A quality engineer was able to review the photo of an emerald 3ml from lot # 0317490, regarding item # 302986 with the reported issue that ¿when opening a box of 100 units they discover moisture inside all the individual packaging¿¿. The DHR of lot number 0317490 was reviewed and there was no quality notification reported on this lot on any of the processes from its production to dispatch. No samples and one photograph has been received by bd bawal and is available for investigation. Ten retention samples of the lot number 0317490 were also used for investigation of the reported defect. We have analyzed these samples under smart scope. The prima facie evidence from the smart scope looks like the cloudiness in the inner side of the cavity cover of the syringe is a cold formation issue which is caused during the primary packaging process. The other test conducted on the samples received were visual testing for presence of moisture and microbiological culture testing for presence of bacteria. There was no moisture found on the received sample inner cavity. The microbiological culture plate did not show growth of any biological agents ruling out any microbiological or moisture present on the inner side of the cavity that showed the cloudiness. We have further involved unit quality team to investigate these complaints and it was confirmed that the defect is a cold forming issue and does not impact the packaging integrity. As cold formation was the only probable root cause in the inner side of the cavity cover of the syringe we have raised a scar to the laminate supplier reliant for the probable root cause caused in this raw material roll used in the primary packaging process of this batch.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ls emerald was wet inside the pacakage. The following information was provided by the initial reporter: when opening a box of 100 units they discover moist inside all the individual packaging's. The box has not been stored differently than normal procedure. They are uncertain if this affects the sterility of the product.